Manufacturer narrative:
Batch m43775 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Sample has not been received for evaluation, the complaint can not be confirmed. The root cause category is non assignable (complaint not confirmed). Without the defective wrap for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There were no wrap attributes or variable defects recorded for the batch. There was no mention of issues with brine dosing or final knife phasing in the shiftly production transition notes.

Event description:
Event verbatim [preferred term] almost burned [burning sensation] , heat wrap opened up while he was using it and everything started coming out [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unknown age started to receive thermacare heatwrap (thermacare lower back & hip, lot: m43775, exp: jul2018) on an unknown date and for an unknown indication. Relevant medical history and the relevant concomitant medications were unknown. The patient stated that the bottom of the heat wrap opened up while he was using it and everything started coming out. He used it only for a couple of hours and almost burned himself. The action taken in response to the event for thermacare heatwrap and the outcome of the event were unknown. According to the product quality complaint group: batch m43775 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Sample has not been received for evaluation, the complaint can not be confirmed. The root cause category is non assignable (complaint not confirmed). Without the defective wrap for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There were no wrap attributes or variable defects recorded for the batch. There was no mention of issues with brine dosing or final knife phasing in the shiftly production transition notes. Follow-up (29jun2017): new information received from product quality complaint group includes investigation results. Follow-up (14jul2017): follow-up attempts completed. No further information expected. Follow-up (17may2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: the events "the bottom of the heat wrap opened up while he was using it and everything started coming out" (device leakage) and "almost burned himself" were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time

Manufacturer narrative:
Batch m43775 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Sample has not been received for evaluation, the complaint can not be confirmed. The root cause category is non assignable (complaint not confirmed). Without the defective wrap for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There were no wrap attributes or variable defects recorded for the batch. There was no mention of issues with brine dosing or final knife phasing in the shiftly production transition notes.

Event description:
Event verbatim [preferred term] almost burned [burning sensation] , heat wrap opened up while he was using it and everything started coming out [device leakage] , . Case narrative: this is a spontaneous report from a contactable consumer. A male patient of an unknown age started to receive thermacare heatwrap (thermacare lower back & hip, lot: m43775, exp: jul2018) on an unknown date and for an unknown indication. Relevant medical history and the relevant concomitant medications were unknown. The patient stated that the bottom of the heat wrap opened up while he was using it and everything started coming out. He used it only for a couple of hours and almost burned himself. The action taken in response to the event for thermacare heatwrap and the outcome of the event were unknown. According to the product quality complaint group: batch m43775 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Sample has not been received for evaluation, the complaint can not be confirmed. The root cause category is non assignable (complaint not confirmed). Without the defective wrap for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. There were no wrap attributes or variable defects recorded for the batch. There was no mention of issues with brine dosing or final knife phasing in the shiftly production transition notes. Follow-up (29jun2017): new information received from product quality complaint group includes investigation results. Follow-up (14jul2017): follow-up attempts completed. No further information expected. Follow-up (17may2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment the events "the bottom of the heat wrap opened up while he was using it and everything started coming out" (device leakage) and "almost burned himself" were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the events "the bottom of the heat wrap opened up while he was using it and everything started coming out" (device leakage) and "almost burned himself" were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.